Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. A short circuit was detected between electrode 1 and electrode 4 during electrical testing. Dissection revealed that conductor wire 4 was fractured within the deflectable portion of the catheter shaft with the fractured conductor wire connecting with the spine, consistent with the short circuit detected and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.